Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a nurse. This case concerns an (B)(6) year old female patient who experienced suspected allergic reaction to synvisc one after receiving treatment with synvisc -one and had synvisc one aspirated. No past drugs, medical history, concomitant medications or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiration date: unk) into left knee for an unknown indication. The same day, the patient experienced swelling and redness at her knee, thigh and calf two hours after receiving synvisc one injection. It was reported that the patient felt better after taking nsaid as advised by her doctor. On (B)(6) 2014, the patient's situation got worse again and the same day she was admitted to the hospital where the injected synvisc one was aspirated. Further reported, the situation of the patient was stable. The reporter suspected the patient was allergic to synvisc one. Action taken: unk. Corrective treatment: not reported. Outcome: unknown for both the events. A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending for the same. No further information was available at the moment.